Event description:
The customer reported that the system inter-mixed pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was evaluated and reformatted. The system software and calibrations were also reloaded as part of the service event. The system was tested and found to be working as intended and put back into service.